Event description:
It was reported that the spikes of an unspecified quantity of access - secondary medication sets were disconnecting (falling out) of non-baxter vancomycin premixed bags. This occurred during unspecified process steps. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to g4, h6, and h11: h11: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.